Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a damaged stent was found. The cath lab tech was prepping the taxus express2 2.75x16mm drug eluting stent and found the stent edge was "protruding". That stent was exchanged for another taxus express2 2.75x16mm drug eluting stent. The stent was advanced through a calcified lesion in an unknown vessel, but was unable to cross the lesion. When the stent was removed, it was found to be damaged. The procedure was completed with another stent. No patient complications were reported. Patient status is satisfactory.